Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed error message ua07 (discrepancy between load 1 and load 2 too large) was confirmed during the functional testing and based on the archive data review. The root cause for the occurrence of ua07 error was due to a defective load cell as a result of damage sustained by user mishandling. Visual inspection of the returned platform revealed damage to the front and bottom enclosures, unrelated to the reported complaint. The probable cause for the observed physical damage could be due to normal wear and tear or could be due to user mishandling. The autopulse platform was manufactured in september 2015 and passed 4 years old. A review of the autopulse platform archive was performed, and it showed occurrence of multiple ua07 on the reported complaint date; thus, confirming the reported complaint. During functional testing, upon powering up the platform, ua07 was displayed. Therefore, the reported complaint was confirmed. Following service, including replacement of the defective load cell and damaged front and bottom enclosures, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (sn: (B)(4)) displayed user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. No consequences or impact to patient.